Event description:
Received report of bolus delivery to pt when not requested. It was reported that the home health care nurse was in the process of programming and start-up of a morphine infusion for the purpose of pt pain control. The pt was receiving morphine sulfate 1.0mg/ml concentration at a rate of 1.0mg/hr continuous infusion and bolus delivery of 2.0mg every eight minutes. The nurse was in the process of placing the bolus cord into a fanny pack, and when the bolus cord was pulled across the bed it delivered an unrequested bolus. Since the bolus was delivered during the initial setup, there was no overdelivery or overdose of the prescribed medication. The bolus cord was replaced, but not the infusion pump, with no further incident. There was no report of pt harm or injury.